Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had unable to pull the medication. A technical support specialist tss had dialed into the station and observed that the medication was showing as out of stock. After checking in the server, the medication was confirmed as loaded with a current count of 16, a minimum of 8, and a maximum of 40. Reports run in both the server, and the station showed the medication as loaded with the same current amount. No refill activity appeared in the reports, and the event report also did not show any refill for the medication. The status in manage inventory was o. Tss called back and advised unloading and reloading the medication. Tss planned to send an email to the customer and closed the case as no response was received. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication could not be pulled under the patient profile, and the issue affected one patient. An error indicated that the item was out of stock even though the medication was available. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.